Event description:
Customer's mother reported her son was hospitalized due to him getting a low reading of 140 mg/dl on his freestyle freedom blood glucose meter. She additionally reported he experienced symptoms of hyperglycemia, trouble breathing, and chest and shoulder pain. She further stated she transported him to a local hospital where they received a reading of 500 mg/ml on an unknown brand of meter, approx 30 minutes after the reading on his meter. Customer was diagnosed with hyperglycemia and treated with insulin and potassium. Customer's mother also mentioned the meter was not holding all of the readings. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.